Event description:
The customer returned the rigid endoscope sheath, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed that the ceramic tip is broken. The investigation center assessed the condition and determined that the damage was most likely due to stress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of the customer reported date of event. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ceramic tip is broken du to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.